Manufacturer narrative:
The technician found the ground pin broken from the power cord plug. The technician replaced the plug to repair the bed.

Event description:
Information received indicates the bed has no ground.